Event description:
It was reported that the patient presented to the clinic in backup vvi mode. The patient was asymptomatic with a rhythm of 67.5 ppm, vvi paced. A user download was attempted, but restoration was incomplete. The programmer indicated that the device could not be located. The pulse generator was removed and replaced.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up due to multiple flipped bits. The battery was at elective- replacement-indicator (eri) due to normal battery depletion. After downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.